Event description:
It is reported that the screw fractured while inserting. The fractured piece was able to be removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.